Manufacturer narrative:
The returned meter was measured with the retention test strips of lot 63657510 in comparison to the current test strip master lot. For this purpose, two human blood samples from marcumar donors and internal reference meters were used. Masterlot: test 1: 4.0 inr, test 2: 3.0 inr. Retention strips: test 1: 3.1, test 2: 2.7. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and retention material complies with specification.

Manufacturer narrative:
The strips have been requested for return, but it was not possible for the customer to return them. No product has been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). The results were from three different punctures and different fingers on both hands. The first result was 6.8 inr. The second result five minutes later was 5.3 inr. The third result was 4.1 inr. The patient was tested using another unknown meter and the result was 3.1 inr. The therapeutic range was 2-3 inr.